Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/25/2025. H6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: what was the name of the procedure? Unknown - what was the procedure date? Unknown - what is the lot number? Unknown - when did the suture break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Unknown - how many devices demonstrated the alleged deficiency? Unknown - is the device available to be returned for evaluation? Returned h3 investigational summary: the product was returned to ethicon for evaluation. Five representative unopened samples were received for analysis. Product code 8526h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by customer that suture was breaking during procedure. Surgical delay unknown. No patient harm was reported. Device is available for return. Additional information was requested.